Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd IV catheter experienced a safety mechanism failure after use. Device operator received a needle stick injury after use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. Event description: -cleaning up field and was stuck with IV catheter with safety not covering ndl. Customer has no additional information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd IV catheter experienced a safety mechanism failure after use. Device operator received a needle stick injury after use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event description: -cleaning up field and was stuck with IV catheter with safety not covering ndl. Customer has no additional information.